Event description:
A distributor from france reported that a customer experienced a malfunction, indicated by a code received on the device. There was no information available about the blood glucose value, and thus no adverse impact to the customer's blood glucose level could be determined. No additional information was provided.